Event description:
(B)(4). Since essure was placed. I have had uncontrollable frequent bleeding, skin peels off my hands, lots of clear liquid comes out of vagina, hard bowl movements, brain fog, no energy, no sex drive, swelling to the point, I have to peel off clothes and shoes by the end of the day, pain in abdomen, lower right back pain, dizzy, nausea, and so tired all the time.